Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has no EKG signal. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse replaced the ECG patient cable and ECG esis lead wires. After replacing those parts, the unit had EKG signal. The unit passed all functional and safety checks to factory specification. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.